Event description:
The manufacturer received information from the patient's husband stating that his wife patient passed away. Based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, the device did not cause or contribute to a serious injury or death. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.